Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2013 with a bifurcated device and two suprarenal aortic extensions. Upon follow-up, computed tomography revealed a type 1 endoleak. Physician is planning a secondary procedure to seal the leak. There is currently no secondary procedure scheduled. Patient is stable.

Manufacturer narrative:
Based on the clinical assessment proximal endoleak is confirmed. Event is not a design or manufacturing related issue. The root cause is inconclusive, there is not enough information to determine the root cause of the proximal endoleak. Potential contributing factor include antiplatelet therapy (aspirin).

Event description:
It was reported the patient had an initial procedure on (B)(6) 2013 with a bifurcated device and two suprarenal aortic extensions. Upon follow-up, computed tomography revealed a type 1 endoleak. Physician is going to do a secondary procedure to seal the leak. There is no planned secondary procedure scheduled. Patient is stable. Additional information was received on 3/31/2016 that the patient had a rupture and expired on (B)(6) 2016.